Manufacturer narrative:
(B)(4). The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator became inoperable. The ventilator was not on a patient at the time of the event.